Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g.5. PMA / 510(k)#: bk050036. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with an unspecified amount of bd vacutainer® sst¿ ii advance plus blood collection tubes the tubes had a low draw. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, the tube did not draw enough volume of blood.

Manufacturer narrative:
Investigation summary: bd received seven (7) samples and five (5) photos for investigation. The photos and returns were evaluated and the indicated failure mode for underfill was observed. Additionally, twenty (20) retention samples from bd inventory, were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was able to confirm customers indicated failure mode based on the returned samples test results, however retained samples were satisfactory. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with an unspecified amount of bd vacutainer® sst¿ ii advance plus blood collection tubes the tubes had a low draw. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, the tube did not draw enough volume of blood.